Event description:
The cas procedure was part of create pas. A myocardial infarction (mi) was reported pre-discharge. The patient recovered without sequelae. Per the report this event is not related to the devices but related to the procedure. Please reference MDR 2183870-2013-00031 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.